Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 reports of skin reaction in which each event has similar details and treatment but occurred on two different sensors. Please see related records (B)(4). H6 codes: health effect - impact code problem code: f06 disruption of subsequent medical procedure/ code not available h6 codes: health effect - impact code problem code : correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that a skin reaction had occurred. According to the documentation, the patient experienced two adverse skin reactions after inserting cgm sensors into the arm. This report pertains specifically to the reaction associated with the first sensor. When the patient removed the first sensor on the (B)(6) 2025, there was swelling noted, but no treatment was provided by the patient. He placed a second sensor close to the first sensor site on (B)(6) 2025. He went to the hospital on (B)(6) 2025 for a planned bypass surgery. The inflammation increased to an area of 6x4 inches. The surgery was postponed due to the infection, and on (B)(6) 2025 he was treated with IV cefazolin. On the day of the report the patient was still at the hospital. When the patient was contacted for a follow up on the (B)(6) 2025, the patient declined to provide further information, but stated they were still at the hospital. Later the patient provided four photos on (B)(6) 2025 of the skin reaction sites. The patient did not specify which reddened site on the arm was for the first or second sensor. The photos were reviewed and show two sensor site footprints in close proximity to each other on the same arm in various stages of healing with a dark circle drawn outside the perimeter of both of the sites. In one photo the infection, redness and inflammation denoting the infected area with a blue circle is more acute, and no drainage is visible. The photos confirmed the presence of an infection and show the infection was in healing stages. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.